Event description:
It was reported that the ilet pump screen was shattered when an object fell on the device while it was not in active use. Symptoms included no reported adverse health effects. Outcomes included no impact to patient health and no need for medical care. Investigation included attempts to contact the patient to verify damage and confirm shipping details for a replacement, as well as coordination with a clinical specialist. Investigation of this case revealed physical damage to the display assembly consistent with accidental external impact, with no indication of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling/accidental damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.